Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a meter blood glucose now message and had a black icon on screen. Customer's blood glucose was 446 mg/dl, which was treated with a bolus delivery. Customer was not sure of reason for high blood glucose and declined troubleshooting.